Manufacturer narrative:
(B)(4). A batch review will be performed.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k05050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During use of the homechoice machine, the customer noted air in the tubing during the priming stage. During troubleshooting, no abnormalities were noted that could have caused or lead to this condition. There was no patient injury or medical intervention in association with this report. No additional information is available.